Manufacturer narrative:
The subject device remained implanted; therefore, physical analysis cannot be performed. However, patient outcome of stroke is noted in the direction for use (dfu). Therefore, a root cause of anticipated patient complications has been assigned to this event.

Event description:
After the use of the stent system the patient had a stroke in the left middle cerebral hemisphere. No other information was provided.

Manufacturer narrative:
Device implanted.

Event description:
After the use of the stent system the patient had a stroke in the left middle cerebral hemisphere. No other information was provided.